Manufacturer narrative:
(B)(4). Date sent: 10/25/2023. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/26/2023. D4: batch # unk. B3: exact event date unk, entered (B)(6) 2023 as only the year was provided. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: purple and tan cartridges were used with those staplers. He had good results but has had bleeding issues. He uses green then blue on pouch, white on jejunum. No patient consequence or issue, just complaints of bleeding/oozing. He had one take back patient due to intraluminal bleeding. Not sure if it had to do with stapler or not. He does use buttressing, gore stem guard on sleeve except for the last firing. The oozing is on 2nd to 3rd firings. He does use buttressing material when using purple and tan reloads. Staple formation? At the intersection of cross staple had some malformed staples. He does wait prior to firing, not always 15 seconds but he does wait. Between 7-10 seconds. High tension on stomach, or relaxed? He does put tension on it. Pretty aggressive with the tissue, fast. Sometimes pull a little more. Please confirm the specific number of patient events. Have any of these events been previously reported to ethicon? If yes, please provide complaint file number. For each patient event please provide: event date, product code and lot number involved, procedure, and event description. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? Per fa & surgical techs - clip, and or electrosurgery how much blood was lost (ml)? UK - no blood transfusion per fa and surgical tech staple line bleeding / negligible. Did the patient require a transfusion? No. Was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed? No adverse events nor post op problems. No take backs.

Event description:
It was reported that during the bariatric surgery that surgeon states the staple lines are bleeding. The surgeon has either used the clip or cautery to control the bleeding. No patient consequences. Unknown if buttress was used.